Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that the catheter was inserted during a visceral surgery to a (B)(6) male pt, and six days after, during the dressing replacement, the nurse noticed that an extension line of the catheter detached. The surgeon was contacted: he removed the central venous catheter and successfully inserted a peripheral venous catheter. No consequence reported for the pt.